Manufacturer narrative:
Repaired in the filed. Replaced swing away joystick and footplate extension bracket. Unit is working properly.

Event description:
Consumer admits the alleged incident was his fault . Two days after he received the unit . He was not used to the sensitivity of the joystick, allegedly ran it into the wall where his foot allegedly got caught between the footplate and the wall.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer admits the alleged incident was his fault. Two days after he received the unit . He was not used to the sensitivity of the joystick, allegedly ran it into the wall where his foot allegedly got caught between the footplate and the wall.